Manufacturer narrative:
A ge representative evaluated the system and replaced the power switch. The system operates as intended.

Event description:
The customer reported that the system power will not stay on. This may cause the system to shut down without command. There is no report of pt injury or death.